Event description:
It was reported that a puddle of about the size of a cup was noted under the console after the procedure. There was no dripping or leak observed. The physician then touched the bis sensor of the brain monitoring system (a sticker-like electrode on the forehead), causing a 1mm blister on his left ring finger. No patient complications were reported.

Event description:
It was reported that a puddle of about the size of a cup was noted under the console after the procedure. There was no dripping/leak observed. The physician then touched the bis sensor of the brain monitoring system (a sticker-like electrode on the forehead), causing a 1mm blister on the left ring finger. No patient complications were reported.

Manufacturer narrative:
The console was not returned for analysis; however, this unit was serviced at the facility by a field service engineer (fse). The fse identified a possible internal leakage at the chiller, that could have contributed to the puddle under the console. Based on this information, the reported event is confirmed. The fse found no issues with the console that could have led to the reported blister to physician left finger. The labelling review did not reveal any evidence of device off-label use or failure to follow instructions. The instruction for use (IFU) instructs that because the lumenis pulse 120h holmium laser system contains highvoltage components, there is a danger of severe shock if its covers are taken off by persons other than trained personnel. To avoid injury, do not operate the unit before ensuring that all covers are properly closed, except when performing repairs that necessitate otherwise. Do not attempt to remove or to disassemble any panels or covers without first disconnecting the power cord of the system. Based on the information available, and console analysis results, an evaluation conclusion code of cause traced to component failure was assigned for the identified leakage found in the chiller component.